Event description:
A customer reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using the correct technique and successfully resumed insulin therapy. The issue was resolved.